Manufacturer narrative:
(B)(4). A device history record review was performed based upon a lot number (23f16m0423) provided by the customer for complaint (B)(4). The lot number provided for this complaint, 23f16m0422, does not correspond with the reported kit fb-19608-ku. A device history record review was performed on the epidural needle with no relevant findings. A corrective action is not required at this time as the potential cause of this complaint could not be determined based upon the information provided and without a sample. Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed on the epidural needle with no evidence to suggest a manufacturing related cause. Therefore, the potential cause of the needle being too short could not be determined based upon the information provided and without a sample.

Event description:
The 17ga tuohy needle seemed shorter than what is usually in the kit due to having to "hub" the needle to the skin to place the catheter. Had to open up a ab-05060 kit to get a longer needle. There was no patient injury.

Manufacturer narrative:
(B)(4). The device has not been returned for investigation at this time. Teleflex will continue to monitor and trend related events.

Event description:
The (B)(4) needle seemed shorter than what is usually in the kit due to having to "hub" the needle to the skin to place the catheter. Had to open up a (B)(4) kit to get a longer needle. There was no patient injury.